Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were planned to be used. The closure device was deployed in the laa of the patient. Upon deployment a perforation was noted that resulted in a pericardial effusion. The physician performed a pericardiocentesis to treat the patient. Following this the closure device was deployed properly in the laa and released from the core wire. The closure device was successfully implanted in the patient. The patient was doing well and in good condition following these events.